Manufacturer narrative:
As reported, the bard/davol hydrosurg plus w/ smokevac white cap was falling off during the procedure. The subject product was not returned for evaluation. Based on the information provided, and not having the sample to evaluate, root cause for the reported event could not be determined; no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event provided is a best estimate based on the date of awareness of the reported event. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, the bard/davol hydrosurg plus w/ smokevac white cap (plug) on the end of the trumpet valve was falling off during the procedure. There was no reported patient injury.